Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The top case was cracked down from tubing guides. There was check clutch error in history. Multiple flow and occlusion tests were performed. The issue was not duplicated. The analyst replaced the clutch half's left and right with leadscrew and spring as a preventative measure. The analyst replaced the cracked top case and the damaged left and right plunger cases. The analyst also performed function and delivery tests.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing due to a check clutch error. The malfunction did not occur during patient use.